Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that they pushing buttons, nothing happened, they had to push several times. Customer stated that insulin pump was not exposed to a change in altitude. Customer stated that numbers are ramping on their own. Customer stated that the scroll bar was not moving with no input. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response on the left arrow button, problem isolated to keypad assembly.